Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated fast tsh results generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produced results within the normal reference range. The patient has historically had elevated tsh results: 03-23-2010 - 8.63 uiu/ml and 05-08-2010 - 12.16 uiu/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was collected in a plastic bd serum tube with a gel separator and centrifuged for 10 minutes at <5000 rpm in a swinging bucket centrifuge. Qc was within the customer's established ranges prior to and after the event. The sample was sent to bci cpls (customer product line support) for additional testing and cpls confirmed the presence of a patient source heterophile interferent which is the root cause of this event.